Event description:
It was reported that during central processing, the monopolar curved scissors instrument was found to have wires sticking out of the tip of the instrument. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made follow up attempts to obtain additional information. However, it was confirmed on 07-sept-2021 that patient information was not available as the reported issue was found during central processing, not during a procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of the broken pitch cable was attributed to a component failure and related to device design. A review of the instrument log was performed. Per the review, the device was last used in a procedure on (B)(6) 2021 on system sk1415. The monopolar curved scissors had 1 use remaining after the last use. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review since the issue was identified in central processing. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.